Manufacturer narrative:
The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient has lost of stimulation. It was determined that the patient had a lot of contacts out. The cause of high impedances was unknown. The patient underwent a revision procedure wherein the leads were replaced due to suspected malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm, model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient has lost of stimulation. It was determined that the patient had a lot of contacts out. The cause of high impedances was unknown. The patient underwent a revision procedure wherein the leads were replaced due to suspected malfunction. The patient was doing well postoperatively.